Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-17624. It was reported that when the patient presented for follow up in clinic during (B)(6) 2019, inappropriate mode switch due to double counting of p waves was noted on the atrial lead. Programming changes were made but the issue was not resolved when the patient visited in (B)(6) 2019. In (B)(6) 2019, programming changes were discussed. No intervention was performed. The patient was stable and will continue to be monitored.